Event description:
The reporter contacted animas on (B)(6) 2014 alleging the patient experienced hyperglycemia with blood glucose measure of 500 mg/dl while on insulin pump therapy. The reporter stated there was a crack in the battery compartment with moisture ingress inside the battery compartment and an issue with intermittent power to the pump. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump battery compartment was confirmed to be intact but evidence of moisture ingress was observed inside the battery compartment and on the underside of the battery cap. The pump powered on appropriately with the returned battery cap. The pump history was reviewed and found no evidence of pump related power events. The pump history showed evidence of one replace battery alarm occurring on (B)(4) 2014 at 21:27; the pump was not rebooted until (B)(4) 2014 at 13:18. During testing, the pump was found to be unable to complete a 24 hour exercise due to intermittent rebooting conditions. A test battery cap was inserted and the pump successfully performed a 29 hour flow accuracy test and the pump was found to be delivering within specifications. A leak test was performed and the pump was found to be leaking from the case seal. The pump was opened and there was no indication of additional moisture inside the pump compartment. Unrelated to the complaint, the display screen was found to be dim and discolored.